Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jun-2022. The device evaluation was completed on 11-jul-2022. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. No other damages or anomalies were observed on the sheath or the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good-known laboratory sample catheter were introduced through the sheath, and no obstruction or resistance was detected. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue was confirmed since the hemostatic valve failure could cause the resistance/obstruction reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The resistance occurred when they were trying to put the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The dilator became kinked. There wasn¿t any occlusion when irrigating the sheath. The sheath was neither narrowed, partially blocked or completely blocked. The dilator was able to be move through the sheath up to a certain point near the distal tip. The dilator was stuck on the sheath. There was no physical damage on the sheath/dilator noted prior to insertion. It did not break into two or more separate pieces. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The dilator damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-jul-2022, the hemostatic valve was dislodged inside of the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 11-jul-2022.